Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed; however, the foreign material inside of the device was not identify. Also, the root cause of the foreign material remaining in the subject device was not identified. According to the investigation, it was unclear whether the reprocessing was carried out as per the IFU; therefore, the cause of the residual foreign material could not be determined. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): states the detection method in the pcf-h170l/ series operation manual chapter 3 preparation and inspection. States the preventative measures in pcf-h170l/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope has oil coming out when a long brush is passed through the pipeline. The issue occurred during reprocessing. There were no reports of patient involvement.